Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported occasional electric shock sensations in the legs with onset about one week ago and stated having an MRI the previous day, with the MRI technician adjusting the controller. Pt was using group b at the time of the call, indicated by a green highlight. Agent instructed pt to use group a for the current day and group c the following day and monitor for continued shock sensations. Agent redirected pt to hcp if the issue persists after trying other groups.